Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that on an unknown date the patient had a connection issue, described as the minicap falling off. The patient then experienced peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for the peritonitis. The patient was recovering when the peritonitis reoccurred. The patient restarted unspecified antibiotics for the recurrent peritonitis. At the time of this report, the patient was recovering from the peritonitis. No additional information is available. This is report 2 of 2 involved in this peritonitis event, for the transfer set.